Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported, that the monitor does not power on. It is unknown how the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
Additional information added to field h6. Based on the results of the investigation, it is presumed that the event occurred due to faulty circuit board (qb board). However, a definitive root cause could not be determined.

Event description:
The issue occurred during preparation for use.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: b5, d8, d9, e2, e3, g2, h2, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the investigation results, a definitive root cause for the device not being turned on could not be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.